Event description:
Physician was attempting to treat a lesion in a patient using scuba stenting device. The device was inspected prior to use with no abnormalities noted. The lesion was not pre dilated and was described to be severely tortuous, having minor calcification and exhibiting 70% stenosis. It was reported that device was dislodged when it reached the artery, it was noted that the stent had moved on the balloon. The device was removed and procedure was completed with the same sized device. The stent was removed from patient. Physician thinks the reason for the dislodgement is friction between stent and guide catheter in the arcus aotae (aortic arch) as mild friction was noted. There was no injury to patient or clinical sequelae reported. Device evaluation: the stent was found over the distal part of the shaft, close to the balloon, dislodged completely. Traces of radio opaque solution were detected on the balloon and into the inflation line. As the balloon returned inflated it was not possible to check the heat setting mark on the surface and the crimping marks. The stent was found crushed in several points. No other abnormalities detected on the device. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Patient¿s condition affected effectiveness of device - severely tortuous, having minor calcification and exhibiting 70% stenosis. Failure to follow instructions - scuba delivery system is intended to pass through introducer sheath as indicated in the IFU. Related to another drug/device - stent dislodgement may have been due to friction with guide catheter. Use error caused or contributed to the event - stent dislodgement was due to friction with guide catheter. (B)(4).